Event description:
Patient was on a low molecular weight heparin which was stopped the day before procedure. Indication for patient's warfarin treatment was a heart valve replacement. The patient did not have portal hypertension.

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps device was used during a screening for barrett's esophagus performed on (B)(6) 2011. According to the complainant, an area of the esophagus with high grade dysplasia was biopsied. The specimen was retrieved without issue. However, post procedure, the patient passed away. Reportedly, the patient's warfarin medication was stopped prior to the procedure. Additionally, the coroner attributed the patient death to the biopsy. Additional information regarding this even was received on (B)(6) 2011.

Event description:
It was reported to boston scientific corporation that a radial jaw biopsy forceps device was used during a screening for barrett's esophagus performed on (B)(6), 2011. According to the complainant, an area of the esophagus with high grade dysplasia was biopsied. The specimen was retrieved without issue. However, post procedure, the patient passed away. Reportedly, the patient's warfarin medication was stopped prior to the procedure. Additionally, the coroner attributed the patient death to the biopsy. Attempts to obtain further clarification regarding the circumstances surrounding this event have been unsuccessful to date. If additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.